Manufacturer narrative:
An outside the united states (ous) customer reported that when immulite 2000 3 gallergy specific ige lot: 171 was scanned using a zebra barcode scanner and loaded onto an immulite xpi instrument, the order of allergens in the allergen holder did not match the positions as displayed in the software. It is not known if any patient samples were tested when 3 gallergy specific ige lot: 171 was loaded on the instrument. On 07-oct-2025 an urgent field safety notice (ufsn imc26-01.a.ous) was sent to the customer. The ufsn explained that barcode orientation on the immulite 3 gallergy specific ige lot: 171 causes incorrect scanning order of tubes within the allergen holder wedge and there is a potential for patient sample results to be inaccurate for any allergen loaded in the allergen holder wedge. The customer was advised to discontinue use and discard the product. Note: 3 gallergy specific ige is marketed in the united states under siemens material number: 10808840. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported immulite 2000xpi zebra scanner is incorrectly scanning the order of immulite 2000 3 gallergy specific ige lot: 171 adjustor, quality control and allergen tubes within the allergen holder wedge. The customer did not provide any patient data and did not indicate that erroneous patient results were obtained. However, if the order of the tubes within the allergen holder wedge is incorrect, there is a potential for sample results to be inaccurate for any allergen loaded in the same allergen holder wedge as immulite 2000 3 gallergy specific ige lot: 171. It is unknown if patient samples were tested using any allergen(s) in the same allergen holder wedge as the 3 gallergy specific ige adjustor antibody (l2uns1) and/or 3 gallergy specific ige control antibody (l2uns2). There are no known reports of patient intervention or adverse health consequences.